Event description:
It was reported that a patient experienced peritonitis manifested by pain in the belly and dark colored drain coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with vancomycin (5 doses, 2 vials powder mix with water, doses and route not reported) for peritonitis. Dianeal and extraneal therapies were ongoing. The patient recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information for: on an unreported date in (B)(6) 2013, the patient experienced peritonitis. Should additional relevant information become available, a supplemental report will be submitted.